Event description:
Received kendall monoject 60ml syringe with catheter tip that contains what appears to be blood on the tip. This syringe is still in the sealed package. We receive 20 syringes per month for my son's bolus feeding through his g-tube. This is the only syringe in the series of attached products that contained the tainted product, but my concern lies with the possibility of unsanitized products also in this batch of product that may contain blood borne pathogens. Diagnosis or reason for use: g-tube bolus feedings.